Event description:
It was reported that during a stenting treatment procedure the stent was not well apposed and stent damage occurred following deployment. Access was obtain via the radial artery. The totally occluded target lesion being treated was located in the non-calcified and non-tortuous circumflex and marginal arteries. Rotational atherectomy was performed with a 1.25mm rotalink plus burr. Predilation was then performed with a 2.75x15mm noncompliant balloon catheter and a 3.50x10mm non-bsc balloon catheter. A 2.75x38mm promus element stent delivery system was then advanced to the lesion and deployed. The stent was well apposed in the distal part of the lesion but not well apposed in the proximal part. Post-dilation was then performed with 2.50 and 3.50mm emerge balloons using the kissing balloon technique. There was some difficulty with the 2.50mm emerge balloon catheter and both balloons were exchanged for 1.50x15mm and 3.00x15mm emerge balloon catheters. It was noted that the promus element stent had shortened by about 4mm. The procedure was completed with the deployment of a 4.00x12mm promus element stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).